Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycling without duplicating the report. The device was recertified and returned to the customer. Communication with the customer stated "on further reflection, staff present feel that the discharge of energy may have come from the patients ICD and not from the zoll defibrillator." No trend is associated with reports of this type.